Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of high with nausea, vomiting, symptoms of dehydration and unspecified level of ketones. The reporter stated that the patient was getting sick every 30 minutes. The patient was taken to the hospital and treated with insulin via injection and IV fluids. Customer support (cs) was unable to conclusively troubleshoot the pump as the pump turned off today from moisture ingress. The reporter stated that the patient went swimming with the pump yesterday and that perhaps the pump had moisture prior to yesterday as well and that may be the cause of the pump malfunctioning. This report is being reported due to the bg excursion the patient experienced due to an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: evaluation revealed that the black box shows a por event on (B)(6) 2015 and deliveries resumed (B)(6) 2015. On (B)(6) 2015 a cs-088-85b3 was recorded followed by por event; deliveries never resumed. The total daily dose adds up correctly. The pump returned with moisture in the display lens. Pump has audible and vibratory but the display remains blank and does not go to the verify screen. Investigators were unable to complete test steps and adequately investigate the complaint due to internal moisture damage in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.